Event description:
A review of service data detected a reportable event. During servicing, monitor sn (B)(4) displayed service code 205 - av messaging data corrupt. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. As rec'd, the monitor displayed code 205 - av messaging data corrupt. The av messaging data lies on the flash memory chips. During servicing, there was an md5 flash failure while programming the flash memory. The cause of the code 205 is the failure to program the flash memory. The cause of the failure to program the flash memory has been isolated to flash components (B)(6) on the computer analog (ca) board sn (B)(4). A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective memory. The last pt to use this monitor did not report any deficiencies.